Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and no anomalies that could be associated with the complaint incident was observed. There was no service history for the device under evaluation. The complaint was not confirmed. No root cause was determined.

Event description:
A distributor reported that a c2602 cusa excel 36khz straight handpiece had no vibration upon testing on (B)(6) 2018. No patient contact, injury, or surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10. The device was returned for evaluation. The handpiece transducer was faulty due to delamination of the stack, which cause the complaint incident. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was confirmed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.